Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus due to the touchscreen not responding to an input. Troubleshooting with tandem technical support was performed, and the touchscreen was functioning as intended. Troubleshooting determined customer was unable to press the "next" button and deliver a bolus due too much insulin on board being present. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a correction bolus to stabilize blood glucose level.